Manufacturer narrative:
The insulin pump was received with currents in spec. The pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to verify excessive no delivery alarm due to prime anomaly. The pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 310 mg/dl at the time of incident. The customer was assisted with performing 5.0 unit fixed prime and insulin did exit. The customer stated that the cannula was bent. The customer also reported no delivery alarm due to bent cannula. The insulin pump will be returned for analysis.